Event description:
The philips field service engineer (fse) reported that while inspecting the welding on the system due to a field change order it was noticed that the welding appeared to be cracked. The fse confirmed that there was no report of death or serious injury. The cooling unit was replaced and the new system was de-aerated and tested. The original unit was sent to (B)(4) for further review. There was no report of death or serious injury.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).